Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that insulin pump had partial display. The customer¿s blood glucose level was 11.2 mmol/l at the time of the incident. Customer stated insulin pump screen going blurry throughout the day and did not see bolus function on screen. Troubleshooting was performed. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. No missing segments/partial display noted during testing. (B)(4).